Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed fault code16 (timeout moving to take-up position). The lifeband was inspected if it was securely closed then the lifeband was removed and reattached to the platform and the fault code16 was cleared. However, the device displayed the user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer was able to clear the ua 45 error message by moving the shaft to the home position. Following this, the platform was tested with the manikin and powered off during analyzing the manikin without displaying any advisory message or error. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed a fault 16 (timeout moving to take-up position)" intermittently was confirmed during the functional testing and the archive data review. The autopulse platform failed initial functional testing during take-up, thus, confirming the customer's complaint. The likely root cause of fault 16 was seized brake caused by the corrosion on the brake housing area of the drivetrain motor. The storage condition of the platform is not known. Frequent daily device checks and storing the autopulse platform in a low-humidity location could help prevent the brake gap from seizing. The lack of regular maintenance could lead to the degradation of the mechanical components of the drive train, including brake seizure. The reported complaint of "the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart)" was confirmed based on the review of the archive data but was not confirmed during functional testing. Based on the archive data files, the customer was able to clear the (ua) 45 advisories before sending the platform to zoll. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon the visual inspection, the autopulse platform front enclosure was found to be cracked, unrelated to the reported complaint. The root cause for the observed physical damage was likely attributed to mishandling. The front enclosure was replaced to address the damage. The archive data review showed fault code 16 (timeout moving to take-up position) and user advisory (ua) 45 error messages around the customer's reported complaint date, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault code 16, thus confirming the reported complaint. The inspection found the brake gap to be seized, preventing the lifeband from being retracted, causing fault code 16. Ipa (isopropyl alcohol) was used to clean and un-seize the brake gap. After cleaning, the brake gap inspection was performed and verified the brake gap was within the specification. After service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for the autopulse platform with sn (B)(6).